Manufacturer narrative:
Correction h6 - patient code should be 1994 instead of 2388.

Manufacturer narrative:
The date of event was estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ipg migration. The patient had a fall about 2 months ago. The ipg migrated and the patient stated having discomfort in that area. As a result, the patient underwent surgical intervention in which the ipg and leads (manufacturer report reference number: 1627487-2020-31597, 3006705815-2020-31480) were explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.